Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ mini pen needle leaked somatropin before and after the injection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from portuguese: "my son has been using somatropin for a few months, he started with another laboratory but we decided to change because, among other things, I didn't need to prepare the medication. I bought the equivalent of 30 days' application. I received the pen, the medication and the needles. We watched the videos sent to us to learn how to handle it, and on the first day of application he cried a lot, saying that the medication was tearing him up inside (even though he left it out of the fridge for about 20 minutes before applying it). (Larcc: even though the customer associates the pain to the drug delivery, a row has been added to address a possible needle point integrity issue per pain during puncture). This went on for a few days until, while I was applying it (and I've been an applicator pen user for many years) the part of the needle that goes into the cartridge broke off inside (larcc: 1st non-patient end cannula break off, unknown date), and the pen stopped injecting with 1.2 to go (a dose of 1.4) (larcc: unable to operate issue). Very dissatisfied and worried about the report of pain, I contacted the laboratory who said: the problem is that the child is afraid (with the other one he even applied himself, so that's not the problem), then the issue was that we didn't know how to handle the pen. They said they would analyze the batch of pen and medicine, and three working days later nothing had been resolved. In the meantime, we changed the cartridge, which lasted a few days and, amazingly, the needle broke again, on the 6th day of application, with 1.2 days to go (larcc: 2nd non-patient end cannula break off, unknown date). In other words, we have a medicine that the child can't stand because of the pain of the liquid, which breaks the needle several times, and which gives no return to the consumer (not to mention the amount of liquid that leaks out before and after application, which so far we don't know how much will be involved since we never get to the end of the cartridge (larcc: leakage issue)! Medication that is not cheap and apparently of inferior quality to what I used before!"

Event description:
It was reported that the bd ultra-fine¿ mini pen needle leaked somatropin before and after the injection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from portuguese: "my son has been using somatropin for a few months, he started with another laboratory but we decided to change because, among other things, I didn't need to prepare the medication. I bought the equivalent of 30 days' application. I received the pen, the medication and the needles. We watched the videos sent to us to learn how to handle it, and on the first day of application he cried a lot, saying that the medication was tearing him up inside (even though he left it out of the fridge for about 20 minutes before applying it). (Larcc: even though the customer associates the pain to the drug delivery, a row has been added to address a possible needle point integrity issue per pain during puncture). This went on for a few days until, while I was applying it (and I've been an applicator pen user for many years) the part of the needle that goes into the cartridge broke off inside (larcc: 1st non-patient end cannula break off, unknown date), and the pen stopped injecting with 1.2 to go (a dose of 1.4) (larcc: unable to operate issue). Very dissatisfied and worried about the report of pain, I contacted the laboratory who said: the problem is that the child is afraid (with the other one he even applied himself, so that's not the problem), then the issue was that we didn't know how to handle the pen. They said they would analyze the batch of pen and medicine, and three working days later nothing had been resolved. In the meantime, we changed the cartridge, which lasted a few days and, amazingly, the needle broke again, on the 6th day of application, with 1.2 days to go (larcc: 2nd non-patient end cannula break off, unknown date). In other words, we have a medicine that the child can't stand because of the pain of the liquid, which breaks the needle several times, and which gives no return to the consumer (not to mention the amount of liquid that leaks out before and after application, which so far we don't know how much will be involved since we never get to the end of the cartridge (larcc: leakage issue)! Medication that is not cheap and apparently of inferior quality to what I used before!"

Manufacturer narrative:
H.6. Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.